Event description:
It was reported that the patient experienced inappropriate shocks. A review of the episodes found intermittent atrial undersensing of atrial fibrillation which led to therapy. The atrial sensitivity was changed from 0.5 mv to auto. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.